Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent, abdominal pain, fever, diarrhea, nausea, vomiting, and decreased blood pressure. It was reported the turbidity and abdominal pain lasted for 3 months.the cause of peritonitis was reported as due to "ureaplasma parvuma mycoplasma that belongs to the normal flora and colonizes the human lower reproductive tract". It was not reported if the patient was hospitalized for the event. Treatment was not reported. Patient outcome and action taken with pd therapy were not reported. It was further reported the patient experienced pdf turbidity with abdominal pain. The patient was treated with vancomycin combined with meropenem for the events. No additional information is available.

Manufacturer narrative:
Zhou zijuan, yang wei, wang haiyun, gao yingying, chen limeng, wang ying peritoneal dialysis related peritonitis due to microureaplasma journal of nephrology and dialysis kidney transplantation vol. 33 no. 5 october 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.